Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to metallosis; the surgeon exchanged out the liner, head and sleeve.